Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that prior to a cryoablation procedure, the mapping catheter sterile pouch was damaged. The catheter was replaced. There was no patient involvement as the event was not related to a case.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: the mapping catheter, (B)(4) with lot number 209641843, was returned and analyzed. Visual inspection of the catheter showed the introducer was removed from the shaft. It was noted that the introducer should not be removed from the catheter shaft as it cannot be re-inserted due to the curvature of the distal loop. Dried blood was discovered on the catheter. The product analysis findings do not indicate a manufacturing defect. In conclusion, the reported sterility issue cannot be confirmed through testing or visual inspection. The mapping catheter failed the inspection due to the introducer being removed from the catheter shaft by the user.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.